Event description:
It was reported that the patient underwent a posterior surgical procedure 3-4 years ago. It was reported that patient is having symptoms related to allergies. No additional information has been reported at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.